Event description:
Boston scientific received information that this communicator did not power on and the power supply emitted noise. Additionally, the power supply was hot to the touch. The communicator and power supply were replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Analysis confirmed that the communicator did not power on with the returned power supply, however, the power supply was not confirmed to be hot to the touch during analysis testing. The power supply was opened up and an internal component was noted to be damaged/burned. The communicator powered on with a known good power supply.